Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a sternotomy procedure the blade broke. It was also reported the procedure was delayed and there was a potential for vascular and visceral injuries for the patient. It was further reported that another blade was used to complete the surgery. No further information has been provided.